Event description:
The account alleges that during a peripheral vascular intervention, the catheter tip detached within the patient's left common iliac artery. The physician had acquired contralateral retrograde right femoral artery access with a peripheral sheath. During catheter manipulations over a guidewire, the catheter tip detached within the patient common iliac artery. The physician was able to successfully externalized the foreign body from the patient liberating the iliac conduit.. Another catheter was used to complete the procedure. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined however, it is attributed to the environment. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.